Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to traces of previous moisture presence on the terminals of the force sensor flex cable and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that starts at the corner of the belt clip rail. Inserted a test p-cap into the retainer ring, and it locked in place properly.